Event description:
It was reported that there were deposits inside the colonovideoscope. There was no report of patient harm. The device was returned, evaluated, and a brown foreign material was found on top of the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the brown foreign material found on top of the light guide lens, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; there were scratches on the grip and the switch box; the air/water cylinder and the suction cylinder had no color; the scope cover was deformed; the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the image had white dots due to damage on the charged coupling device; the play of the upward/downward knob and the right/left knob were not within the standard value due to wear of the angle wire; the image guide protector had a cut; the adhesives around the objective lens and the light guide lens were discolored; the adhesive on the bending section cover had visible thread; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b1, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the lg-lens (light guide lens), however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the packing at s-cover (scope connector cover). The following information is stated in the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.